Manufacturer narrative:
Continuation of d10: product ID 306001 lot# unknown implanted: (B)(6) 2025 product type screening device product ID 306001 lot# unknown implanted: (B)(6) 2025. Product type screening device b5 has been updated to include information previously captured in [2182207-2025-02361 of pe (B)(4)] as it was determined that this information pertains to this report instead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency. It was reported that the trial was initiated on (B)(6) 2025. It was reported that the patient experienced worsening baseline symptoms. The worsening baseline symptoms was urgency, urine leakage, and frequency. The patient mentioned that the symptoms got worst after the procedure. They were now experiencing heavy leakage which they never experienced in the past. They also doesn¿t feel any bladder urgency at all. The issue was not resolved and the issue was still ongoing. Information was received from a trial patient who was using an external neurostimulator (ens) for urinary dysfunction (incontinence, urgency, and/or frequency). It was unknown when the trial started. It was reported that the patient was experiencing worsening baseline symptoms of urge incontinence and urgency frequency. The patient reported that the ens from their back fell off earlier at (B)(6) 2025 and the wire got frayed, patient said they cut the wires from the ens and cleaned it and stored it to the bathroom. Patient mentioned that their symptoms gotten better after cutting wires from ens. Patient also mentioned that they were hospitalized on (B)(6) 2025 because of an emergency fecal incontinence to get "decontamination", they mentioned that a representative from their physicians office came to the hospital to check on them and the ens device. The agent did not collect data anymore as the ens already disconnected. The agent advised patient to contact physician's office for assistance regarding reconnecting the ens to wires. The issue was not resolved and was ongoing. Additional information was received from the health care professional (hcp). The hcp stated that the patient¿s report of hospitalized because of complication from the procedure¿ was that they had a large bowel movement that became messy and went to the ed (emergency department) to get cleaned up; the patient was not admitted to the hospital. There was no device issue reported, trial leads had been cut, and the product has been discarded. The patient (pt) did not pursue another trial.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency. It was reported that the trial was initiated on (B)(6) 2025. It was reported that the patient experienced pain and bleeding/hemmorhage. The patient stated that they were hospitalized because of complication from the procedure. There was bleeding and it was really painful. The issue was not resolved and it was still ongoing.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency. It was reported that the trial was initiated on (B)(6) 2025. It was reported that the patient experienced pain and bleeding/hemmorhage. The patient stated that they were hospitalized because of complication from the procedure. There was bleeding and it was really painful. The issue was not resolved and it was still ongoing. The patient mentioned that the doctor was contacted and the manufacturer representative (rep) was made aware of the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). They reported that the hospitalization was not related to the device or therapy.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.